Event description:
A pump was received in service with a note stating that a failure code 12:303 had occurred. The rep from the hosp signed stated that this device has not been involved in any pt incidents this time or since the last baxter service event.